Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor patient reported that they were still experiencing bowel problem and that the therapy was not helping. Patient also reported that they were in the hospital from (B)(6) to (B)(6) 2018. While in the hospital her hands were numb and twisting and she received a shot for it but her fingers on both hands are still numb and won't go away and that they were in the hospital for a fever and (uti) urinary tract infection and they did five cat scan to find out what was happening with them. Patient's settings were at program 1 @ 0.7v and said that stimulation was too strong at 0.9v. No further complications were noted or anticipated